Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of the nozzle, air and water supply volume did not meet the standard value; due to a pinhole on the channel tube, water tightness was lost; due to deformation of the up/down knob, water tightness was lost; due to a cracked distal sheath, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, bending the angle in the up direction does not meet the standard value; the adhesive on the distal sheath had a chip and was cracked with a white clouded area; due to clogging of the nozzle, water removal ability, and the amount of water contact, did not meet the standard value; the forceps elevator lever was deformed, the image guide protector was damaged; the light guide lens was cracked, the plastic distal end cover was dirty; the connecting tube had a scratch, and the suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a colonoscopy procedure, the evis lucera elite colonovideoscope presented with air and water flow issues from the flow system. The intended procedure was completed successfully with a similar device, with no procedural delay reported. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.